Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that ongoing malfunctions and unspecified malfunctions occurred. In addition, it was reported that the pump was " hotter than normal." The customer's blood glucose level is 125 mg/dl. Customer reverted to manual injections for insulin therapy.